Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed damages of the silicone sealing of the is-1 connector pin. Based on the symptoms, it is reasonable to assume that this damage resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the dislodgement mentioned in the complaint description. In summary, damages of the silicone sealing of the is-1 connector pin was observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead had dislodged. It settled in the lower part of the atrium and did not sense appropriately. The physician had it explanted and implanted a new lead as replacement. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The explant and event dates provided do not make sense so they were left off of this report.